Event description:
It was reported that the pulse generator was loaded with the new software and found to be at end of life (eol). The device was reprogrammed and scheduled to be changed out. It was also reported that there was possible premature depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. It was found that the premature battery depletion is the result of high leakage current internal to the u2 integrated circuit. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) tripped on (B)(4)-2011 due to low battery voltage (eri @ 2.59 v). Tripped prior to install of ramware version 8. Impedance had no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) tripped on (B)(6) 2011 due to low battery voltage (eri @ 2.59 v). Tripped prior to install of ramware version 8. Impedance - no anomalies found.